Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred as no suture was present when the needle plunger was removed. The device was removed over a guide wire and a second proglide device was attempted, but also resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the other perclose proglide device is being filed under a separate medwatch manufacturer report number. The device was returned for evaluation. The plunger, anterior cuff and link were not returned, limiting the investigation. Device evaluation detected a link to posterior cuff detachment and the reported cuff miss complaint was not confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.